Manufacturer narrative:
Section b5: the patient's outflow graft revision was reported under MFR # 2916596-2019-02248. Section h10: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months, 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient underwent an outflow graft revision on (B)(6) 2019. The patient had complaints of increased pain over the surgical site. A CT of the chest was performed which showed inflammatory changes but no other findings. On (B)(6) 2019, the patient's white blood cell count was 29.9 and cultures showed growing staph aureus. The patient was treated with vancomycin and zosyn. No additional information was provided.